Event description:
A malfunction was reported with a code displayed as malf 12, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the specified threshold. The customer received assistance from cts, which provided pump reset information, and successfully reset the pump. The malfunction did not recur after the reset, and the customer was advised to contact cts if any future issues arise.